Manufacturer narrative:
The insulin pump was received unit with motor error alarm during basic occlusion testing due to moisture damage on force sensor resistor. It was unable to test for compromised force sensor system alarm due to motor error alarm. The motor was tested outside of the device and passed. Device had moisture damage on the remote frequency board, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime four of five times the night before and he had reverted to his old insulin pump. The insulin pump was not bumped or dropped but it was exposed to rain and he also spilled water on his side. The drive support cap is recessed. Blood glucose value was 124 mg/dl. The insulin pump was replaced and returned for analysis.